Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: brand name: micra-delsys <model #: micra-delsys / expiration date: 28-jul-2021 / serial#:(B)(4), UDI #: (B)(4), device available for evaluation: <no> device evaluated by manufacturer: <no> dev rtn to MFR? <no> device mfg date: 18-mar-2020, labeled for single use: yes, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced perforation and pericardial effusion during the deployment of the leadless implantable pulse generator (ipg). The patient was brought into the operating room and a sternotomy was performed to repair the right ventricle. The ipg remains in use. No further patient complications have been reported as a result of this event.